Event description:
A malfunction was reported with a code displayed as malf 3, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that the pump was under warranty and arranged to replace it. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was guided on how to put the pump into storage mode before returning it using a prepaid label, and the shipping address was confirmed for the replacement pump.